Event description:
Boston scientific received information that this right atrial lead was fractured. Attempts to obtain additional information was unsuccessful. All available information indicates that this ra lead still remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 1207, corrected the event date. It was also reported that this system was explanted due to noise on this atrial lead.

Manufacturer narrative:
(B)(4) 2017 - we received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 26 cm distal to the is-1 connector pin. Both fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. The analysis revealed multiple signs of wear along the lead fragments. In particular between 4 cm and 5 cm proximal to the lead tip the insulation was rubbed through. This damage can be considered as the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Furthermore cuts in the insulation were observed which most likely occurred during the extraction procedure. Blood penetrated the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.